Event description:
The customer reported that the overview alarms for a patient in the ICU were not provided at other bedsides. The patient expired.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more info concerning this event.